Event description:
The account reported the right foot brake pedal is broken. The bed was located in the bed shop at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The technician found the right foot brake caster was damaged and not holding. The most likely cause is normal wear and tear. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013 through 2014. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the right foot brake caster to resolve the issue. Based on this information, no further action is required.